Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2024, in anesthesiology, the doctor found the swg kinked during use on the patient." The user changed a new set. The patient condition is reported as "fine". No medical intervention was required.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened cvc kit, including one guide wire assembly, for analysis. Signs of use were observed on the guide wire. Visual analysis revealed that the guide wire contained one kink towards the distal j-bend. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body and revealed that both welds were present spherical. The kink in the guide wire was located 575mm from the proximal tip. The overall length of the guide wire measured 601mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.791mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars/ 18ga introducer needle subassembly, as well as the returned catheter to functionally test the guide wire. The undamaged portions of the guide wire passed through all components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed one kink in the guide wire towards the distal j-bend. Despite this, the returned guide wire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, in anesthesiology, the doctor found the swg kinked during use on the patient." The user changed a new set. The patient condition is reported as "fine". No medical intervention was required.